Manufacturer narrative:
The disposable trial femoral component fractured upon impaction. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The disposable trial femoral component fractured upon impaction. Surgery was completed successfully.